Event description:
During a ptca / stenting treatment procedure involving a calcified and 99% stenotic lesion in the proximal to middle portion of the lad coronary artery, the maverick2 monorail balloon was suspected to have ruptured at 12 atm's on the initial inflation. The patient was asymptomatic during this event. An s670 stent was deployed in the lesion following the rupture. A medikit 6f introducer sheath, a neo's soft guidewire (size unknown), and an encore inflation device were also used in this case. The procedure was successfully completed. It is unknown if the stenting was planned or due to the suspected balloon rupture. Patient status is reported as 'good'.